Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 480mg/dl. The customer treated with the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 374 mg/dl at the time of the call. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer indicated that their doctor changed their bolus settings recently. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that she continues to experience high blood glucose levels. The customer went to her healthcare professional with blood glucose levels between 300 and 400 mg/dl. The customer stated she changed the infusion set, and used 16 to 20 units of insulin, but when she went to bed, the insulin in the reservoir seemed to be in the exact same spot. The customer felt something was really wrong with the pump, and she and the health care professionals feel that it should be replaced. The customer did not have a tubing clamp with her to conduct a high pressure test. Advised that the pump would be replaced.